Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to a high out of range right atrial (ra) pacing impedance measurement of more than 3000 ohms. Additionally, there were noisy signals due to signal artifact monitoring (sam). The device was reprogrammed and is operating normally with unipolar setting. At this time, this pacemaker and this ra lead remain in service. No adverse patient effects reported.